Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing burning sensation around the ipg site. The patient will undergo an ipg explant procedure.

Event description:
A report was received that the patient was experiencing burning sensation around the ipg site. The patient will undergo an ipg explant procedure.